Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The technician found the main bearings were broken. The technician replaced the bearings to repair the bed.